Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right ventricular lead, and atrial lead were removed and replaced due to an infection. At the previous follow up visit in (B)(6), 2010, reddening of the pocket scar was noted. The explanted products were not returned to boston scientific. No additional adverse patient effects were reported.